Manufacturer narrative:
The investigation for the reported console (aic) battery failure issue has been completed. Data logs were reviewed and found that battery failure issues were confirmed. There were multiple instances of battery failure alarms (transport connection blown/missing) (event set #360) and battery failure alarms (low voltage) [v < 12v] (event set #350) found on the reported occurrence date. Results of running batttest on telnet revealed that ¿fu¿ was missing on battery 2 and that vcell3 in battery 2 had a voltage of 0. The console was returned for evaluation and during testing, the battery failure issue was able to be reproduced. Therefore, the root cause of the battery failure alarm was due to an internal battery cell imbalance (found in vcell3 of battery 2). Added- d9 device return date d4-corrected model number. F6/f8 should have been left blank in the initial report.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
No patient involvement: the complainant reported that the aic had a battery failure. The aic was removed from service.